Manufacturer narrative:
The device has been received. The device investigation has not yet been completed. A supplemental report will be submitted with all relevant additional information.

Event description:
It was reported that the customer received multiple temperature alarms while the pump was being charged. The customer's blood glucose level was not impacted. The customer indicated that manual insulin injections would be used to manage diabetes.